Event description:
A report was received that the patient was not able to charge the ipg due to the battery being too deep. The physician believed that it was due to patient's obesity. The patient underwent a pocket revision procedure. The patient was doing well postoperatively.